Manufacturer narrative:
D10: device available for evaluation: additional information. G4. Date MFR rec: additional information. H2: type of follow up. Device evaluation: h3: device evaluated by manufacturer: additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was returned already detached and stuck within the returned microcatheter. The pushwire was found bent at multiple locations from the proximal end. The coin was present and against the lumen stop. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. The shield coil was found intact. During evaluation, a manual detachment was performed by breaking the break indicator and pulling back the release wire, successfully retracting the coin form the lumen stop. The detach element ball appeared to be damaged (crushed). Based on the returned device analysis and reported information, we were unable to determined that cause of the event. The lumen stop and retainer ring were found damaged (ovalized) and the detach element ball was found crushed, indicative that a high force was used. It is possible that the damage to these three subassemblies is the likely cause of the premature detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil prematurely detached in microcatheter. There were not any patient symptoms or complications associated with this event. No patient injury was reported.